Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed new left bundle branch block along with varying degrees of atrio-ventricular heart block, and exhibited periods of bradycardia. A permanent pacemaker was implanted six days after the heart valve implant with no adverse patient effects. It was reported that the patient experienced supraventricular tachycardia prior to the pacemaker implant and several beats of non-sustained ventricular tachycardia after pacemaker implant. There was no treatment or intervention for the tachycardia, and no subsequent adverse patient effects were reported.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.